Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm a helix difficulty based on failed helix mechanism test due to the helix housing being clogged with dried blood/body fluid. The susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. Furthermore, the lead passed the electrical continuity test and stylet insertion test.